Manufacturer narrative:
Occupation - distributor. Evaluation - at the time of this report, the product has not been received for evaluation. Return is expected and upon completion of evaluation after receipt, if there is any pertinent information identified, a follow-up medwatch report will be submitted. Review of device history records for the reported lot found a total of (B)(4) pieces were released for distribution on 5/5/2009 with no deviation or anomalies. Complaint history review found that this is the first report for this part number since the date of manufacture. Investigation also identified that this part number was previously obsolete and replaced with a new product number. In light of this information, regardless of root cause, there will be no corrective action initiated. Complainant was notified of the replacement device identification.

Event description:
It was reported that upon completion of drilling, when removing the drill in a backwards motion, the tip broke and had to be removed from the patient's bone. This resulted in a 10 minute delay in the procedure, which was then successfully complete using the second drill in the tray.

Manufacturer narrative:
Evaluation - visual evaluation of the returned device noted that approximately 5/8" of the drill tip broke. This portion was not returned. Part appears to have failed in torsion. There also exists a 45° bend approximately 1.75" from fracture. Outside diameter of flute measures to revision 0 of 04-9047 specifications. Given that there are 2 failure modes, one torsional and the other bending, and the timing of one relative to the other is not known, a root cause cannot be determined. It was identified that this part number has been "obsoleted" and replaced with a new part number. Review of manufacturing history (report #(B)(4)) found a total of (B)(4) pieces of this lot were released for distribution on 5/5/2009, with no deviations or anomalies. Two-year complaint history review did not reveal any previous reports of this natured for the reported lot. Further review back to the date of manufacture of the reported lot found this to be the only report for this part number. This part/lot was sold to the complainant in september of 2011. As this is an obsolete product and there has been no trend for reports of this nature, the need for corrective action was not indicated.

Manufacturer narrative:
Evaluation correction - additional information was received from the complainant that the bend identified in the initial investigation was not present on the instrument when it was returned to the manufacturer for evaluation. Investigation results were updated as follows. Correspondence with distributor indicated that this product was not bent when it was returned to precision spine. It is possible that it was bent in distribution from (B)(4). Part appears to have failed due to an anatomical condition (unknown) whereby the drill tip within the bone seized resulting in a torsional overload of the device.